Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone 12.8. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in the emergency room with hyperglycemia on (B)(6) 2025. The patient's blood glucose (bg) levels reached 585 mg/dl while wearing the pod longer than 48 hours on their leg. The patient stated their only symptom was unresolved elevated bg levels. The patient reported the cannula was dislodged and was flat on their body where the pod was placed. The patient stated when the pod was removed, there was bleeding at the infusion site and staining on the adhesive. The patient was treated with an insulin drip and intravenous fluids for hydration. A new pod was placed. The patient was released six hours later on the same day. A new pod was applied.